Event description:
The rptr stated that the surgeon was using a competitor's lens with the msi-tf injector and the lens tore as it was pushed through the injector. No pt injury reported.

Manufacturer narrative:
Method: work order search. Results: a work order search was performed on the injector lot number for similar complaints within the search and there was one similar complaint.